Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient with bilateral vertical gas breakthrough was lifted and treated. The patient with compromised corneas, thin pachs and irregular topography. Both eyes were affected however, the right eye was affected more than left eye during surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all system functions were within specifications. The initialization checks were performed successfully without issues. The energy was stable during the whole day. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon lost vacuum two once during the docking process/before the treatment. Suction ring and patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction two value. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause is patient condition related. The manufacturer internal reference number is: (B)(4).